Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level was unknown, as the customer declined to answer. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again, which the customer acknowledged and understood.